Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Risks associated with reported condition are addressed through the warnings in the package insert if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date during a guided growth for angular deformities procedure there was a rare occurrence where the screw fractured. It is unknown if there was a delay, if the patient retained a foreign body, or what was used to complete the procedure. No adverse event has been reported associated with this issue.